Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer stated her blood glucose reading was 40 mg/dl while the pump was reading 62 mg/dl. The customer stated that he was in pretty good decline and he started to sense that his blood glucose was going low. The customer stated that he treated the low blood glucose and the pump alarmed threshold suspend. The customer declined to troubleshoot.